Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: (B)(6) 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device showed the plunger rod fully advanced with viscoelastic residue found to be distributed through the entire length of the cartridge. The lens module was inspected and a fiber was identified. Fourier transform infrared (ftir) analysis of the fiber revealed that the material was consistent with a polyester species (fiber, resin, polymer). This was compared against the site's manufacturing process library and four materials showed a possible correlation to the fiber. A failure investigation was completed, and the investigation findings concluded that the device did not meet specifications and the failure was attributed to operator error. Therefore, the complaint issue reported is confirmed as manufacturing related. An awareness was conducted to all personnel involved in manufacturing the reported complaint product to reinforce visual inspection during the process, to prevent recurrence. A review of bounding confirmed that there were no additional units affected for similar issues. Conclusion: based on the investigation results, one potential assignable cause was traced to the manufacturing process and actions were taken to avoid reoccurrence. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6) section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while using the preloaded monofocal intraocular lens (iol), the surgeon noted fiber inside the injector upon injection into the patient's eye. The surgeon was able to remove the fiber through aspiration / irrigation without any further issues. No further information was provided.